Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. Motor was tested outside the device and passed. No motor error alarms noted or the alarm generated when a power failure is detected alarm noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the alarm generated a power failure is detected. Blood glucose was unknown. Customer reported that alarm occurred that was never seen before was displayed on the screen of the reported pump. Customer reported that sensor was removed, but the insulin pump was kept to be attached to the patient's body while magnetic resonance imaging inspection was performed. Magnetic resonance imaging inspection was performed while the insulin pump was attached to the patient's body before, and there was no problem at that time. The insulin pump will not be returned for analysis.